Event description:
The customer reported that the fluoro images are dark and grainy. No pt injury was reported.

Manufacturer narrative:
The ge service rep checked the imaging using wisconsin mesh and line pair tool, image ok. He checked the camera iris tracking, performed a filament calibration on system, and also adjusted the auto-histo settings on system. He returned the system to customer. In 2008, he called the customer and there were no complaints. The customer called the next day, and said the temperature warning was coming up on the carm display. He advised the customer over the phone, and will call back to check up. As of two days later, the system is working fine.